Event description:
It was reported that during an emergency late night lap colon resection procedure, the device was fired without a cartridge. The device cut, but did not staple. The device was loaded and the case was completed. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
Date sent: 09/10/2008. Information is unavailable; device was not returned for evaluation.